Event description:
The customer reported that during the sampling of skin on the patient's arm, there was a deep injury of 4 cm which was sutured by mechanic staples. Important organs were not impacted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Important organs were not impacted.